Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the hls cable would not fit into the connection for sensors on the sensor panel. It was only fitting when the physician manipulated the pins to allow for insertion. The failure occurred during treatment. The cardiohelp was exchanged during treatment. No harm to any person has been reported. New information was received on 2025-01-16 that an arterial bubble was detected and the nurse was unable to reset the bubble sensor and then subsequently could not put the pump into global override. The customer moved the hls set to the hand crank. Afterwards the customer mentioned that the hls cable could not be connected to the sensor panel. As the cardiohelp was exchanged during treatment, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-01-14 and 2025-01-15. It could be verified that the arterial bubble alarm was able to be reset and the pump was able to go into global override without issues. The hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and a bubble alarm could be confirmed on the date of event. As the affected hls cable was bent for insertion, no exact root cause could be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure "hls cable cannot be inserted": failure in electronic components of drive component (e.g. Wear/ loosening of components). The failure "bubble alarm could not be quit" could not be replicated by the fst. Therefore, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: influence due to other ultrasonic devices- bubble sensor disturbed- environmental influences. Referring to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The review of the non-conformities for both failures has been performed on 2025-01-14 for the period of (B)(6) 2017 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-05-18. In addition, a review for potential field actions and capas related to the failures and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "arterial bubble alarm could not be reset" could not be confirmed. The reported failure "hls cable could not be inserted" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that the hls cable would not fit into the connection for sensors on the sensor panel. It was only fitting when the physician manipulated the pins to allow for insertion. The cardiohelp was exchanged during treatment. No harm to any person has been reported. As the device was exchanged during treatment, a report is required. Complaint ID# (B)(4).